Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) evaluated the iabp and confirmed that the log files revealed a message of "low vacuum", but was unable to reproduce the reported issue. The fse rebuilt the 5000 hour maintenance kit and performed full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6). The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm, volume issue, and a broken compressor. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10

Event description:
N/a.